Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history confirmed the presence of ¿travel reverse error¿check clutch/plunger lever¿ and the issue was again replicated during functional testing. The cause was traced to wear/aging of the lead screw and clutches. The lead screw and clutches were replaced to address this issue.

Event description:
It was reported that the device had a reverse travel clutch error. The circumstances surrounding the error were unspecified. Evaluation of the returned device duplicated the travel clutch error during functional testing, indicating a reportable malfunction.